Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing was reported on this lead. Furthermore, alert impedance alert was noted via home momitoring. During follow-up on the same day, lead impedance was >3000 ohm and a pacing threshold of 7.5 v / 1.5 ms with pacing failure were confirmed. A conductor fracture of the lead was suspected, and the lead was replaced on (B)(6). No inappropriate therapy had been occurred. The lead was discarded.